Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the possible cause and the definitive root cause of reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited scope communication err b30 and, consequently, no image was displayed. There was no patient involvement.